Manufacturer narrative:
The trocar was returned to the manufacturer without its obturator, and with contaminants present. The housing was examined and the proximal or upper seal was found to be damaged and no longer intact. The root cause for this damage is uncertain though the device may have been damaged during its use in the field. When devices, especially sharps devices are inserted through the device damage can result if care is not taken with the procedure as outlined in the instructions for use.

Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that the interior funnel rubber was splitting up into pieces during the surgery. A new device was used to be able to finish the case. There was no patient injury or consequence reported, but it was noted that the surgeon had to extend the surgery 15 minutes to be able to remove the rubber particle in the abdomen.